Manufacturer narrative:
Device was used for treatment, not diagnosis no patient weight reported manufacture telephone number: (B)(4). (B)(4). Device is an instrument and is not implanted/explanted. Part of device remains in the patient; device not considered explanted. Device is unavailable for return. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes guide wire broke during a procedure on (B)(6) 2016 to repair a posterior malleolus fracture. While preparing to implant a 4.0mm cannulated screw into the distal tibia, a 1.25mm guide wire was placed and was stable; however, when the drill was placed over the wire, the wire broke and split in half. Fragments were generated and a portion was not able to be retrieved by the surgeon and was left inside of the patient. A delay of approximately five (5) minutes was reported while the surgeon attempted to retrieve the fragments. To complete the procedure, the surgeon elected to use a splint. The procedure was successfully completed and the patient was reported as stable. Concomitant devices reported: 2.7mm cannulated drill bit, quick coupling, 160mm (part #: 310.67, lot #: unknown, qty. 1). This is report 1 of 1 for (B)(4).